Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon support rod was deformed. Repeated attempts of freezing were made without success. The case was switched and was completed with radiofrequency. No patient complications have been reported as a result of this event.